Event description:
It was reported that at the onset of pumping, the pump began experiencing intermittent electrocardiogram problems along with baseline "noise". Changing the cables and leads did not rectify the problems. The pt was transferred to another pump without any complications.